Event description:
Patient reported experiencing elevated blood glucose of 578 mg/dl. She reported symptoms of nausea and vomiting. Patient switched to the backup infusion device and her blood glucose decreased to 143 mg/dl. She stated she used the same infusion site, cartridge, and insulin in the backup device. Patient indicated that she changed the piston rod and adapter in original infusion device. Patient stated that she experienced air bubbles in the infusion set tubing and believed they were caused by the infusion device. No medical assistance was reported. Product was requested to be returned for evaluation.